Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 4.6, lab: 3.1. (B)(6) 2011, 4.5, 2.9. Pt's therapeutic range: 2.8-3.5 inr.